Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported patient effect of pericardial effusion could not be identified. The reported hypotension and cardiac tamponade are likely symptoms of the effusion, and therefore related to procedural conditions. The reported patient effects of pericardial effusion, cardiac tamponade, and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the pericardial effusion and tamponade. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. During removal of the steerable guide catheter, a pericardial effusion was noted. Pericardiocentesis was performed and medications were administered. Since the color of the blood removed from pericardiocentesis was noted to be dark, it was surmised that the bleed may have come from the right side of the heart, but the source of the bleed was unable to be found. The patient had hypotension consistent with pericardial tamponade. Platelet transfusion was administered. The patient was stabilized. No additional information was provided.